Manufacturer narrative:
H2, h3, h6. The reported 4.5 footprint ultra pk suture anchor assembly, intended for use in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage. A portion of the anchor, at the suture slot, has been broken off and was not returned for evaluation. The inner plug has been drawn back in the anchor body indicating the device was attempted to be used. The inserter shows no abnormalities and was found to function as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied to the anchor. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information; surgical procedure/post-operative care review; device labeling (including technique guides, ifus, etc.). Although this complaint reported that the footprint ultra pk suture anchor broken when the package was opened, the product evaluation also revealed that the ¿the inner plug has been drawn back in the anchor body indicating the device was attempted to be used.¿ it is unclear if the device was used in the patient, or if the anchor portion was retained in the patient. The shoulder arthroscopy procedure was completed using a backup device with no delay or patient injuries reported. Conclusion: based on the limited information provided the root cause of the anchor breakage could not be determined. It is unclear if the IFU where adhered to however, it does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the footprint ultra pk suture anchor is implantable so biocompatibility is not an issue. Since it is unknown if the broken piece was retained, the patient impact beyond local irritation/discomfort, and/or migration cannot determined. No further clinical/medical assessment is warranted at this time. Approved by (B)(6), md on 04/28/2020.

Manufacturer narrative:
The sample is under evaluation by the manufacturing site.

Event description:
It was reported that, during a shoulder arthroscopy, the footprint ultra pk suture anchor was broken when the package was opened. A back-up device was available to complete the procedure. Surgery was not delayed. The patient was not harmed. Preliminary results of the investigation have concluded that the reported breakage was confirmed and the inner plug has been drawn back in the anchor body indicating the device was attempted to be used which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.